Event description:
It was reported by repair work order that the patient left head end wheel was cracked near the center of the wheel which may affect rolling of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.